Event description:
It was reported that post a stenting treatment procedure, thrombosis occurred. The target lesion was located in the tortuous and calcified ostial right coronary artery (rca). A 2.5x12mm ion stent delivery system (sds) was advanced to the lesion and the stent was deployed at 12atms/35sec. The patient was administered plavix and discharged on effient. Nine days later, the patient presented with thrombosis. Per the physician, there may have been a dissection during the initial procedure that was not visualized. It was also reported that the patient stopped taking his plavix. Angiojet was used to treat the thrombosis. No additional patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).